Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that there was no falls or traumas related to the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient was having random shocking sensation when the stimulation was turned on in his chin and stomach. The rep reported that the patient had turned his stimulation off. The rep reported that when the stimulation was turned off, the patient was concerned that the ins was discharging and releasing electricity and wanted his explant done sooner. The rep reported that currently the patient was scheduled for (B)(6) 2018. No further complications were reported.